Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower az5east device displayed a device not detected on bus error and was offline. The user attempted troubleshooting by restarting the device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device not detected on bus. The field service engineer (fse) reseated the control cable for half height drawer 4.1 and 4.2. After reseating the connections, the drawers initialized and operated normally. The system functioned as intended after the field service engineer resolved the issue.